Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali jugular filter delivery system was returned for evaluation. The tuohy-borst was loose. The pusher catheter was kinked approximately 51.9cm from the distal tip of the pusher pad. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinked catheter. A kink was not reported by the user. No skiving or kinks were found along the introducer sheath. No skiving was found on the storage tube. The filter was not returned for evaluation. Functional/performance evaluation: no skiving or kinks were found along the introducer sheath. No skiving was found on the storage tube. The filter was not returned for evaluation. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the delivery system was returned. Images were not provided. The complaint is inconclusive for the reported advancement issues. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not be advanced through deployment sheath; therefore, the filter system was exchanged for a new filter system that was deployed successfully. There is no reported patient injury.